Manufacturer narrative:
Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. (B)(4). Linked to mfg report no.: 3006697299-2019-00150, 3006697299-2019-00151, 3006697299-2019-00152.

Event description:
This is 1 of 4 reports. A customer reported that they had an inspection of the c2602 cusa excel 36khz straight handpiece. They switched on the unit and completed the wait period but when they pressed the amplitude test, it did not get pass and gave vibration alert. They pressed the orange vibration foot pedal in run mode but there was no output noted and still gave them vibration alert. The customer tried to check on a new handpiece using the same cusa console and found that it was working with no problem. Additional information received on 30nov2019 indicated that the device was not in contact with the patient and no injury was reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece was returned for evaluation: failure analysis and root cause: the reported failure was unconfirmed. An investigation was unable to be performed as the device was found to be contaminated. Device does not meet out of box criteria and was incorrectly returned as an out of box failure.

Event description:
N/a